Event description:
This procedure was performed on the sfa. After deploying the protege everflex stent, the physician noted that the distal marker band was visible under fluoroscopy. The physician elected to try and retrieve it with a spiderfx. After deploying the filter and dragging it back over the marker band to catch it in the basket, the physician realized the filter was stuck as well. The physician took the pt to surgery to recover both the distal part of the protege everflex stent and the spiderfx. After completion of the surgery, it was discovered that the tip of the stent delivery system and the plastic tubing (about 6 inches long) that is connected to the tip was left in the pt. The next day, the physician noted that the pt was doing very well. See MDR 2183870-2010-00139 for the spiderfx used in this procedure.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.